Event description:
Report received of four similar incidents involving the central venous catheter (triple lumen). The reporter had event data on only one of the incidents. It was reported that while turning the pt, the hub of the blue port broke off. The nurses were at the bedside at the time and clamped the line using a hemostat. It was reported that no critical drugs were infusing at the time. The actual solution infusing was not identified. There was no report of blood loss, pt harm or adverse pt effect. The triple lumen catheter was removed and replaced without incidence. Although requested, no add'l info was available.